Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the down button of the insulin pump is not responding and buttons were stuck intermittently as well. The customer¿s blood glucose level was 10.6 mmol/l. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no button response due to unlocked lcd keypad connector. Unable to perform self test and displacement test due to no button response.